Event description:
It was reported the patient presented to the emergency room after experiencing intermittent loss of consciousness at home. Upon interrogation, it was discovered the right ventricular lead was intermittently capturing. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.